Event description:
Implant fracture because the patient walked early without crutches. (Full weight bearing before bone was consolidated).

Manufacturer narrative:
According to the surgeon the patient walked early without crutches so the patient was not compliant. The explant was not sent to the manufacturer, but the explant could not be sent back to germany. Therefore no device analysis could be made.

Manufacturer narrative:
The event problem and evaluation codes were only chosen according to the surgeons event report.

Event description:
Implant fracture because the patient walked early without crutches. (Full weight bearing before bone was consolidated).